Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the circumstances that led to the catheter revision were unknown. The patient reported that "all of a sudden my pain was not controllable." It was noted that fluoroscopy showed dropping (slippage). The catheter anchor was no longer loosened. It was noted to have possibly been from activities. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at an unknown concentration and dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the catheter had to be moved again in "approximately 2013-2014, about 3 months after the 1st catheter revision" but the patient couldn't recall why (refer to MFR report # 3004209178-2013-08456 for the report of the 1st catheter revision). Ther e were no reported symptoms. No further complications were reported.